Manufacturer narrative:
(B)(4). The customer returned one stylet/guide wire assembly for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire from the stylet assembly was severely unraveled from the distal end. Microscopic examination revealed that the core wire had separated from the distal weld. Analysis of the distal end of the coil wire revealed that the distal weld was no longer present on the assembly. The guide wire length from the proximal weld to the core wire separation point at the distal end measured 27 1/8" which is within the specification limits of 27"-27 1/2" per the guide wire graphic. The guide wire outer diameter measured .0150" which is within the specification limits of .0145"-.0165" per the guide wire graphic. Functional testing could not be performed due to the severity of the damage. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not cut placement wire when trimming catheter to reduce risk of damage to placement wire, wire fragment, or embolism". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of a separated guide wire was confirmed through complaint investigation of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Additionally, the distal weld was no longer present on the coil wire. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if undue force is applied. Based on these circumstances, unintentional use error likely contributed to this event. Based on the customer report and the observed damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide unravelled during removal. The patient was sent for an x-ray and there is no evidence of retained wire in the patient. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide unravelled during removal. The patient was sent for an x-ray and there is no evidence of retained wire in the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Added imdrf code a0413 in section h.6. To further clarify the event description.

Event description:
It was reported the spring wire guide unravelled during removal. The patient was sent for an x-ray and there is no evidence of retained wire in the patient. The patient's condition is reported as fine.